Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a faulty lcd color cable. The lcd color cable will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.